Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a broken belt clip; insulin pump would continue to run after being turned off; keypad anomaly, and had bacterial pneumonia. Customer also experienced high blood glucose of 480 mg/dl which resulted in hospitalization. Customer was hospitalized on (B)(6) 2014 due to high blood glucose and bacterial pneumonia. Customer was treated with insulin drip. Customer was hospitalized for six to seven days and was wearing insulin pump at time of hospitalization. Insulin pump would be replaced along with belt clip. No further information provided.